Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: sc-2218-50; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7119711.

Event description:
It was reported that the patient was not getting stimulation on the right side due to lead migration. Which was confirmed through a fluoroscopy. The patient underwent a revision procedure wherein the lead was repositioned and remained implanted. The patient was doing well postoperatively.